Event description:
It was reported that the right ventricular lead had elevated thresholds and the physician stated that there may be a possible insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event. The patient later reported that they went into the emergency due to the lead failure. The patient also reported that while they were at the emergency room, their heart rate was fluctuating possibly due to the product failure. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had elevated thresholds and the physician stated that there may be a possible insulation break. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.